Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. No adverse consequences to the patient were reported. -device evaluation and results: visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. Visual inspection was performed on the three retain samples tested from lot code ths043 while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on the three retain samples tested from lot code ths043 to verify the doughing time, working time and setting time of the product. All requirements met the required specification for the retain samples. -device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: chr review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Event description:
Identified by stryker clinical research personnel over 1 yr after procedure date, when personnel was reviewing the patient's adverse events form. During patient tkr surgery when resurfacing the patella the surgeon found the cement used cured faster than expected. This required revision of the asymmetric patella product used (2x patellas used) during the tkr surgery. Patient wis a participant in the (B)(6) clinical study.

Event description:
Identified by stryker clinical research personnel over 1 yr after procedure date, when personnel was reviewing the patient's adverse events form. During patient tkr surgery when resurfacing the patella the surgeon found the cement used cured faster than expected. This required revision of the asymmetric patella product used (2x patellas used) during the tkr surgery. Patient wis a participant in the (B)(6) clinical study.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.